Event description:
Healthcare professional reported a lap-band complaint with an unspecified adverse event. Lap-band system was removed. Additional information: healthcare professional reported the original lap-band port was replaced due to a "port rotation." On a later date, the band was removed due to "epigastric pain" and patient being "unable to [lose weight]." Additional information: healthcare professional reviewed the operative report for the "port rotation" and it was not replaced. Operative report stated, "do (sic) to the position of the port the decision was made to do a revision of the port and placed it in a proper way." On the later surgery to alleviate the "epigastric pain" and patient being "unable to [lose weight]", procedure was laparoscopic removal of adjustable gastric band due to malfunction.

Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Pain, dysphagia, unsatisfactory weight loss, and displacement are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.